Event description:
During left lower extremity angiogram, inserted the balkin flexor check flo introducer #ref (B)(4)/ ref# (B)(4). 6fr. Over the guide wire and had resistance. Removed the introducer and upon examination the tip was "splayed out" and sharp rather than its original smooth shape for use.